Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175, serial/lot : (B)(6), product ID: bi71000860, serial/lot : (B)(6), product ID: bi71000176, serial/lot : (B)(6), h3, h6: the power conversion enclosure, g0d8t, was returned for product analysis. The enclosure failed bench testing. Transistors q28 and q14 failed; they were found to be shorted. The cause was a faulty power conversion enclosure. The power conversion enclosure, fydel, was returned for product analysis. Visual inspection showed that component r-14 was electrically over stressed. The cause was a faulty power conversion enclosure. The charger enclosure was returned for product analysis. The charger enclosure passed visual inspection and was installed in o-arm system c1416. The system did not initialized. The generator and communication did not ready. Continuous beeps from the image acquisition system and tech system console confirm error code e011: while charging the load capacities, the dc bus voltage does not reach the right value during start-up. The cause was found to a defective printed circuit board assembly(pcba). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was insufficient power to generator caused no x-ray availability. Generator error 11. Found failed battery charge enclosure. Also found problem of power conversion enclosure not shutting down properly. Replaced both enclosures plus power tray to accommodate new style power conversion. The system then passed the system checkout and was found to be fully functional. A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the component was electrically over stressed. Faulty power enclosure. Defective pcba. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was getting stuck at an initializing please wait screen. A site visit by a manufacturing representative (rep) determined that the generator was not ready. Further investigation into the logs determined that the issue could be due to low voltage issues. Investigation with the site radiology technician (rt) found that upon initialization and boot up; they depressed the on button on the imaging system and then did not wait for the system to boot up properly. Unplugging the umbilical quite quickly after pressing the on button was noted. The site mentioned that the imaging system was quite difficult to roll down the hallway and the screen pendant was black. It was believed that the system might have gotten the error due to the boot up process and was unable to fix itself at the time of this report.